Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer's insulin pump failed to deliver insulin causing her to go into diabetic ketoacidosis. The customer's blood glucose level was at 594 mg/dl. The customer was hospitalized and received a manual insulin injection. Reported that the pump is not delivering insulin every five minutes during basal delivery. Date of urgent care visit was on (B)(6) 2014. The customer stated that she will stay on manual injections until she upgrades to a new pump. No further information was provided.